Event description:
The customer contacted stryker to report that their device shut down on its own. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the issue was logged in the device's memory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.